Manufacturer narrative:
The primary cause for this event was the inadvertent switching of the device history record (DHR/labeling) pouches between the two totes of impacted lenses on an in-process storage rack. Placeholder.

Manufacturer narrative:
(B)(6). Intraocular lens (iol). Patient was stated to have been experiencing problems after implantation of lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: it was reported by the clinic that the patient is satisfied with the outcome. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the patient had an implant of a recalled intraocular lens (iol). It was stated that the patient was experiencing some issues with the lens. No additional information was obtained.